Event description:
It was reported that an 80- year-old male patient (60 kgs) underwent an atrial flutter (afl) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block which required prolonged hospitalization. Initially it was reported that afl after atrial septal defect (asd) procedure. Although cti line was made, afl did not stop. Afl was stopped by post pacing interval (ppi), and induced to sinus rhythm, and mapping. Judging that the at was across the incision line, ablated the gap part of latte side and crista. At stopped but remained in pause for about 3 seconds. After that a wait-and-see approach was taken, but there was junctional rhythm. Sinus rhythm did not return. Complaint occurred during gap ablation at at. A wave was restored by isopropanol load. Medical history includes: sick sinus syndrome and asd (atrial septal defect). Additional clarification received provided for event description statement "afl was stopped by ppi, and induced to sinus rhythm, and mapping", ppi does not mean permanent pacemaker implantation it means "post pacing interval.¿ it was indicated that burst pacing was conducted to confirm "post pacing interval". Pacemaker implantation was not performed due to the reported event. The patient did not have a long pause of cardiac pulse, and the physician confirmed a pacemaker implantation was not required. With the information available, this event was assessed as not MDR reportable for a patient event non serious event as the patient did not require surgical intervention and there was no mention of extended hospitalization. Additional information was received on 13-oct-2022. The physician considered that it was probably due to the patient condition. The physician also commented that there was a possibility that there was a scar that seemed to be an incision line at the original position of the sinus node, and the position of the sinus node might have been deviated. The patient outcome of the adverse event was fully recovered. The patient required extended hospitalization for 2 days. If a long pause occurred on the patient's heart rate, additional treatments such as pacemaker placement should have been considered. Since the event required extended hospitalization, this event was re-assessed to a serious injury. The awareness date for this reportable adverse event is (B)(6) 2022.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30863080l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).